Manufacturer narrative:
The insulin pump was monitored and no unexpected low battery alert alarms occurred during our testing. The pump passed the self test and a21 error test. No a17 or a21 alarm noted during our testing. The insulin pump received with normal operating currents, no unexpected reset of settings or low reservoir alarms occurred during testing. The insulin pump was tested with a water fill reservoir; the units left at the insulin pump display matched properly unit left at test reservoir. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received external ram error alarms and unexpected restart alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would reset time and date after the unexpected restart. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the unexpected restart alarm would occur after inserting a new battery. The customer was advised to monitor the insulin pump and call if the issues would recur. The insulin pump will be replaced and will be returned for analysis.